Manufacturer narrative:
Unable to verify s/w due to constant pump error 53 alarm followed by battery failed alarm. Pump received with a constant pump error 53 alarm followed by battery failed alarm, problem isolated to the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant pump error 53 alarm followed by battery failed alarm. Pump received with end cap broken off, missing display window cover, broken belt clip rails, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 15 mmol/l. Customer stated that the lower part was broken and the icon from battery indicates low battery but the insulin pump was still working. Customer was using new medications for his neuropathy and side effect was a low blood pressure. The insulin pump will be returned for analysis.